Event description:
Healthcare professional (hcp) reports pt noted cloudy effluent on 10/31/97 while using the homechoice device for apd therapy. Pt was diagnosed with peritonitis, admitted to the hosp for 3 days and treated with antibiotics. Pt was re-admitted to the hosp 11/15/97 for 4 days after cloudy effluent and high white cell count was still noted. Antibiotic treatment was continued. Hcp indicated no product failure occurred and she did not feel pt technique was the cause of peritonitis.